Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the butterfly pedal at fool end of stretcher was not locking onto the shaft for this device. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 -2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the butterfly pedal to resolve the issue. Based on this info, no further action is required.